Event description:
On october 26, 2006 the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that his one touch ultrasmart meter would not power on. The senior medical affairs specialist mailed a letter since the patient could not be reached for information/clarification. The smas listened to the recorder call on november 2, 2006 for clarification. The patient owns several meters (fasttake, profile, and ultrasmart) and had been using all three consecutively. He is currently receiving dialysis treatments. He obtained results of 400 mg/dl and 200 mg/dl on the reported meter. The time difference between the results was not specified. He described experiencing frequent restroom visits, feeling thirst, and "talking crazy", and being incoherent. A result of 500 mg/dl was obtained on his one touch profile meter. Emergency services were contacted at 3:00 am. He was transported to the ER, where he was treated for blood glucose of 800 mg/dl. He was released 13 days later with a different insulin regimen. The patient started using fasttake test strips with the ultrasmart meter after being released from the hospital. It would have been helpful to know his testing frequency in a given day, which meter was predominantly used, his medication regimen, diet, other health condition, results and treatment received from the paramedics/ER, and diagnosis. The customer care advocate verified that there had been no trauma to the meter. The reporter had replaced the battery; however, the meter would not power on since the patient was using fasttake test strips. He claims the pharmacist told him these strips were compatible with the ultrasmart meter. The meter was replaced. This complaint is being reported due to the following conclusion: although the patient was obtaining relatively elevated results (200 mg/dl - 400 mg/dl) and experiencing hyperglycemia, he was transported to the hospital where he was admitted for blood glucose of 800 mg/dl. There is a potential that the patient was delaying adequate self-treatment based on the low blood glucose results.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.